Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding/abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. C51081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia ((painful sexual intercourse)"), hormone level abnormal ("hormonal changes"), pruritus ("itchy skin") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and migraine ("migraines"). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2017, a pelvic surgery to try and alleviate the symptoms). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache, dyspareunia, vaginal haemorrhage, menorrhagia, hormone level abnormal, pruritus, dysmenorrhoea, vaginal discharge, weight increased, fatigue, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, pruritus, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64.399 kgs. On (B)(6) 2016, hysterosalpingogram with catheterization. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs received. New events added- abnormal bleeding (vaginal, menorrhagia), hormonal changes, itchy skin, dysmenorrhea (cramping), vaginal discharge, weight gain, fatigue, hair loss, migraines and headaches. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 34-year-old female patient who had essure (batch no. C51081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: contraceptives. Concurrent conditions included body mass index normal. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia ((painful sexual intercourse)"), hot flush ("hormonal changes: hoflasesh & cold flashes "), pruritus ("itchy skin") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced genital haemorrhage ("excessive bleeding/abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and migraine ("migraines"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches"), rash ("rash") and chills ("chills"). The patient was treated with surgery (on (B)(6) 2017, a pelvic surgery to try and alleviate the symptoms). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, headache, migraine and rash had resolved and the genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, hot flush, pruritus, dysmenorrhoea, vaginal discharge, weight increased, fatigue, alopecia and chills outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, chills, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, pelvic pain, pruritus, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: normal (in place). Everything looked good. On (B)(6) 2016, hysterosalpingogram with catheterization. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: plaintiff fact sheet received. Event hormonal changes was updated to hot & cold flashes. Event chills was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and genital haemorrhage ('excessive bleeding/abnormal bleeding (general)') in a 34-year-old female patient who had essure (batch no. C51081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: contraceptives. Concurrent conditions included body mass index normal. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia ((painful sexual intercourse)"), pruritus ("itchy skin") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and migraine ("migraines"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches") and rash ("rash"). The patient was treated with surgery (on (B)(6) 2017, a pelvic surgery to try and alleviate the symptoms). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, headache, migraine and rash had resolved and the genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, hormone level abnormal, pruritus, dysmenorrhoea, vaginal discharge, weight increased, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, pruritus, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: normal (in place). Everything looked good. On (B)(6) 2016, hysterosalpingogram with catheterization. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-dec-2019: pfs received. Event rash added. New reporters, plaintiffs information added. Outcome for events were added. Concomitant condition and historical drug added. Lab data added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding/abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. C51081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia ((painful sexual intercourse)"), hormone level abnormal ("hormonal changes"), pruritus ("itchy skin") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and migraine ("migraines"). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2017, a pelvic surgery to try and alleviate the symptoms). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache, dyspareunia, vaginal haemorrhage, menorrhagia, hormone level abnormal, pruritus, dysmenorrhoea, vaginal discharge, weight increased, fatigue, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, pruritus, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64.399 kgs. On (B)(6) 2016, hysterosalpingogram with catheterization. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (on (B)(6) 2017, underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.